Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since yesterday has experienced shocking sensation near neurostimulator which is on the left side, above the buttocks area any time that sits down or stands up. When asked, patient said hasn't done any heavy lifting, on weight restriction of 10 lbs., at work. Patient said returned to work on (B)(6) 2021 and sits most of the day. Patient said that he has turned off the stimulation and noticed that the shocking stops. Patient said that he decreased the setting however said needs to be at 1.2 volts for symptom control. Patient services reviewed option to decrease stimulation setting and/or to consider switching to a different program and track results. Patient is currently at work however patient to consider decreasing stimulation to determine if there is a specific setting in which experiences the shocking and also when tries a different program. Patient to schedule device check at hcp office with representative. Patient said that he already had post op appointment.